Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: h6 clinical symptoms code: unspecified tissue injury (e2015) used to capture soft tissue injury and bone injury. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d10 and h6 (removed clinical code blood heavy metal increased due to new info provided that metal ions is below 7ppb).

Event description:
Pinnacle medical records complaint received ad 31 jan 2022. After review of medical records patient was revised was due to pain. Upon opening the capsule, immediately encountered a yellow appearing spongy soft tissue almost consistent with cornbread circumferentially around the acetabulum and femoral head and neck, metal debris at the base of the head at the level of the trunnion, osteolysis and pseudotumor like tissue. Cobalt and chromium is within the normal level. Doi: (B)(6) 2009; dor: (B)(6) 2021 left hip.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
After a review of the medical records, the patient was revised to address pseudotumor, groin buttock, lateral hip pain, osteolysis, elevated metal ions, fluid collection, and consistent with metallosis. Operative note reported scarred pseudocapsule. There was an exposed fixation surface from osteolysis of the femoral calcar. Small leg length increase and offset increase.

Event description:
Pinnacle mom litigation record received. Litigation alleges elevated metal ions poisoning, pseudotumor, permanent tissue destruction, muscle destruction, bone, and metal wear resulting to injury, pain and emotional distress.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete. H10 additional narrative: added: b5, h6 health effect - clinical code. H6: metal related pathology (e1618) is being utilized to capture blood heavy metal increased and metal poisoning. Unspecified tissue injury (e2015) is being utilized to capture soft tissue injury and bone injury.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete.